Manufacturer narrative:
The shaft of the sds was found to be broken and separated in two, 4.5cm from the strain relief, upon removing the device from the package. The product was not clinically used. Another device was used for the procedure. No damage was noted on the product packaging. One non-sterile cypher select + 2.75x18mm was received coiled inside a plastic bag. It was separated (broken) in two at 13.4 cm from proximal end in the metal shaft area. The unit was received wavy; however, this condition could be related to the way the unit was sent for analysis. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. Magnified pictures were taken from the ruptured area. There was evidence that the unit was bent prior to separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated was confirmed. The exact cause of the failure could not be determined. Controls to detect bents and kinks on the sds are in place in the manufacturing lines. Neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed are related to the manufacturing process. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The shaft of the sds was found to be broken and separated in two, 4.5cm from the strain relief, upon removing the device from the package. After the shaft was found to be broken, another similar device was used for the procedure. The product was never used clinically. No damage was noted on the product packaging.